Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# unknown, implanted: (B)(6) 2009, product type: lead.

Event description:
The healthcare professional, via the manufacturer representative, reported that some anomalies were observed during the replacement procedure. A new implantable neurostimulator (ins) was being implanted and steps in the manuals were followed. Once the lead was introduced into the new ins, the blue markers were just "partially visible," but the lead seemed to be fully seated. Impedances were measured and all electrodes were out of range. Prior to the replacement, impedances were "fine" and the patient was receiving good therapy. The lead was then disconnected and the contacts were cleaned. After re-introducing the lead, contact #3 was still high and out of range. It was noted the physician could not perceive the usual resistance in the screwdriver while tightening the setscrew. The ins setscrew seemed stripped. The lead was gently pulled and it seemed well connected to the implant. The physician therefore decided to still implant the ins because contact # 3 was not involved in programming. At the follow up visit, the patient was "fine" and was receiving good therapy.